Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) developed a hematoma post implant. Surgical intervention was performed to evacuate the hematoma. The patient was hospitalized for seven days but has since fully revered. The physician attributed the hematoma to the patient¿s anticoagulant medications. No additional adverse patient effects were reported. This information was reported as part of the heart failure and sudden cardiac death (B)(6) registry study.